Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed on the sfa. The protege everflex stent deployed without incident and deployment sheath was removed. Upon post dilation with a 6x40 pta balloon, they physician noticed additional markers on the wire, and realized that the tip of protege catheter came off. An attempt to snare the tip was made, but they could only retrieve 50mm of the inner catheter. The remainder of tip embolized distally into branch of peroneal artery. No other intervention or surgery is planned and no injury to the pt was reported.